Manufacturer narrative:
(B)(4). The incident unit will not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
We received information that a patient received burns with blisters to the middle lateral side of the foot sole during gastric band procedure during the secondary procedure of having warts removed. The operation was stopped and the foot and lower leg had to be cooled. The patient required to be hospitalized in the burn care center in (B)(6) where skin transplant was performed.